Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient received inappropriate therapy. Insulation damage was observed on the lead. The lead was capped.